Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. It was not possible to get the receiver to communicate with the global communication tool as "call tech support" error message was observed on the receiver screen. Customer complaint could not be confirmed because of the occurrence of the call tech support error.